Event description:
Rn of home patient(hp) reports patient line of homechoice set was not priming completely. Hp was able to prime line after restarting with new supplies. Per rn, there was no patient injury or med intervention as a result of incident.